Event description:
During biomed testing and routine preventative maintenance, the device would not discharge the stored energy on the associated defibrillator. The complainant indicated that there was no patient involvement in the reported malfunction.